Event description:
It was reported that the 9800 system had poor image quality with an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier grid was replaced during the service call. The system was tested and found to be working as intended, and put back into service.